Manufacturer narrative:
Date of event: unknown, information not provided but, the best estimate date is (B)(6) 2017.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 15.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to patient complaining of night time visual disturbance. The patient described vision as looking through vaseline. At explant there was no incision enlargement, vitrectomy, or sutures required. The lens was replaced with a zcboo iol of the same diopter. Reportedly, there was no patient injury and the patient is doing well with no post-operatively complication.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.